Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected data: h3, h6. Investigation summary service and repair evaluation the customer reported that the tightening screw on the helical blade impactor is broken off, not allowing it to back out and for the wing and gold sleeve to be removed for cleaning. The repair technician reported the screw was broken. Damaged component is the reason for repair. The cause of the issue is not determined. The following parts were replaced: helical blade inserter, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part number:357.372 synthese lot number: 7455833 supplier lot number: n/a release to warehouse date: aug 21, 2013 expiration date: n/a manufactured by synthese jennersville no ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tightening screw on the helical blade impactor is broken off, not allowing it to back out and for the wing and gold sleeve to be removed for cleaning. It is unknown if there was a surgical delay reported. The procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown sleeve (part#: unknown, lot#: unknown, quantity#: 1). This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).